Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a vitrectomy procedure after inserting the optical fiber the maximum level of illumination decreased by itself. The patient's anterior chamber was noted to be unstable. No product was replaced and the case was completed without harm to the patient.

Manufacturer narrative:
The system was examined and tested. The company representative found to meet product specifications. The system was manufactured on august 22, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).